Event description:
It was reported that after multiple education sessions on using the recharger and at least one overdischarge, the patient was still unable to charge her device at home by herself. Stimulation settings seemed to cover most of her painful areas, but the therapy was inadequate due to the recharging difficulties. The patient's rechargeable neurostimulator was explanted and replaced with a non-rechargeable unit. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, programmer model 37744, serial# (B)(4), recharger model 37752, serial# (B)(4), adaptor model 3550-29, lot# n277629, implanted: 2011 (B)(6), explanted: na; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4), found no anomaly. The neurostimulator recharged normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.